Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified broken device shell. A weight test of the device was verified and the device was found underweight. A microscopic analysis was performed which identified one opening striated and sharp edge openings / broken in the shell with nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one opening striated in the side radius assessed as surgical damage, two sharp edge openings in the shell with nicks in the side posterior assessed as surgical impact opening and sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported rupture. Device has been explanted.